Manufacturer narrative:
The device was received, and an evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to evaluation finding that the setup, 1, 4, and 7 keys would not work. Service evaluation verified that these keys would not work and the cause was identified to be that the keypad had failed. The keypad was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the setup, 1, 4, and 7 keys did not work. There was no patient involvement. No additional information is available.